Event description:
It was reported that the patient¿s pump was implanted in march and it stuck out and it was annoying. The prior pump was implanted on the patient¿s right side. The new pump was moved to just over underneath her navel; to the right and down and it was big. The patient had not been feeling good since the new pump was implanted. The hcp (healthcare provider) had been giving the patient a ¿very high quantity and it feel it¿s out of range and she is getting pain from other hcp¿. The patient was moving to another city and no hcp would take her because of ¿how much medication she has in her pump¿; they were not saying it directly that they would not take her because of the medication. The patient reported a dose of approximately 26 ml which she had been getting several months prior to the new pump implant. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional follow-up with the healthcare provider indicated that the patient was a thin lady so the pump protrudes. Morphine delivered via the pump was stated to be of a concentration of 25mg/ml at a daily dose of 26.5. No further information was provided.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).